Event description:
It was reported that the customer experienced an elevated blood glucose (BG) level displayed as "High"; however, specific value was not provided. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer gave a correction bolus to address BG. Customer updated their settings to address the event.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown / Unknown / Unknown / Unknown.